Event description:
Related manufacturer reference number: 2017865-2022-38639. It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead and the right atrial lead exhibited noise. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
New information received notes that the right ventricular lead and the right atrial lead exhibited noise oversensing.